Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be intact; no peeling or damage was observed. The down arrow keypad button was found to be intermittently unresponsive; the up arrow, ok and contrast buttons responded appropriately. There was evidence of contamination found under the up arrow, down arrow and contrast button contacts. Unrelated to the complaint, evaluation revealed a dim/discolored display screen. A test screen was inserted for investigation and was found to function properly.